Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during priming. The location of the leak was unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the device was manufactured from july 9, 2020 - july 10, 2020. H10: the actual device was received for evaluation. A visual inspection was performed, and found the sample did not contain fluid in the bladder. The sample's blue winged cap was not returned. A functional leak test was performed, by filling the bladder with green colored water. During fill, no evidence of leak was observed. After fill, a blue winged cap from the same product family was used to close the distal end of the luer, then the unit was being monitored until the next day. No signs of leak were observed. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.